Event description:
It was reported that the patient presented during generator changeout procedure. Prior to the implantation of the new implantable cardioverter defibrillator (ICD), it was noted that the header of the new ICD was broken. The procedure was completed with an alternative device on (B)(6) 2021. The patient was discharged from hospital.

Manufacturer narrative:
The reported event of broken header was unconfirmed. As received, a device was returned for investigation. Visual inspection, bench testing, and x-ray did not identify any anomalies.